Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Physician reported some ectopy with deeper position patient had unknown cause of elevated white count, mixed picture septic/cardiogenic shock. Also, while in isolation due to covid(+), patient had a vt/ svt event requiring some CPR and defibrillation. Staff decreased norepi slowly but required pressor support for sepsis. Md repositioned due to positional suspected suction & suspected hemolysis w/red urine, as hgb dropped with minimal oozing/small hematoma at a line site. Impella found deep & 5.6cm in, likely slack remained in ao after initial repositioning. Care was withdrawn and patient expired. No allegations were made towards the impella for cause of death.